Event description:
It was reported that the pump was refilled on (B)(6), 2013. The patient was scheduled to return for a refill around (B)(6), but didn¿t make the appointment due to travel. The patient¿s mother reported hearing an alarm. The patient was brought to a hospital in (B)(6) on (B)(6) and the pump was refilled. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056597r, implanted: 2000-(B)(6), product type catheter, product ID 8575, lot# j12393r, implanted: 2005-(B)(6), product type accessory. (B)(4).